Manufacturer narrative:
A ge representative evaluated the system and found the 5v power supply to read 4.8v on the c-arm. Ge representative adjusted it to 5.23vdc. Ge representative performed a filament calibration, and could not duplicate the ma error. The customer has a portable air conditioner in the room and may eliminate it from power consumption. Most likely it is pulling amperage down on system and creating ma error on the system. Checked overall operation and verified the system performs as intended.

Event description:
The customer reported that during a procedure, the system displayed a low ma error, stopped fluoro and beeped continuously. The customer powered off system and replaced with another c-arm. No patient injury was reported.